Event description:
The customer reported that the hand piece was connected to a forcetriad when the surgeon closed the device on the tissue, activated it and got an end tone, indicating a completed seal cycle. However, the seal was not complete and was bleeding. The surgeon opened a second device from the same lot # and the same thing happened. The surgeon then opened a third device from another lot # and it sealed properly. One device is opened on the current MFR report and the other on MFR report # 1717344-210-00969. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Additional questions in regard to the incident have also been asked. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.